Manufacturer narrative:
"The investigation was just started. The results will be"

Event description:
It was reported that an internal hose fell off while the o2 supply was being switched between cylinder and pipeline supply in use on a patient. No injury reported.

Manufacturer narrative:
In the course of manufacturer analysis the received information including a photograph of the inner device parts provided basis for the investigation. The picture clearly showed that the internal oxygen hose between the connection block and the dosage block was disconnected. In case of such a missing connection, ventilation function of the device is interrupted and the streaming gas generates a loud sound. In addition the alarm "supply pressure low" is raised by the device. It could not be clarified why the internal hose detached from its fitting. No material problem could be identified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.